Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) unit electrical test fails #50 found during pm. A getinge field service engineer (fse) stated when he arrived to perform pm on so (B)(6) he found a note on top that explained that they had electrical test fails #50. After trouble shooting device he found that the compressor was locked up. After replacing compressor he performed full calibration on so (B)(6). Device passed all tests and safety tests. Returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received part, with a reported unit failure of an electrical fail code #50. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested the compressor with no issues found. Fat was not able to verify the reported issue. Retained the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.